Event description:
Customer reported that she had spoken with someone previously about a hospitalization and was waiting to receive a phone call about a good doctor to see. Customer also stated she had trouble with one of her sensors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.